Event description:
The customer reported that the system exhibited a 'generator error' and experienced a loss of system functionality. This error is likely to result in an uncommanded shutdown of the system. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced to resecure the system interlock line. The system was tested and found to be working as intended and returned to service.